Event description:
Boston scientific received information that following pocket closure of a routine implant procedure, this left ventricular (lv) lead dislodged due to unique anatomical structure of the heart. An invasive revision procedure was performed and the lv lead was explanted and replaced. No further complications were observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead found a cut in the insulation at 500 mm from the terminal pin. Electronically, the lead was found to be within specification. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.